Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose levels were high as the customer just switched from novolog to humalog insulin.

Manufacturer narrative:
The device has not yet been received for evaluation. If the device is ultimately received a supplemental form will be submitted.